Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarms. The caller was unsure of the blood glucose reading. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.